Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the event could be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the event is for it band tendonitis with impingement requiring surgical release for which hospitalization, medical intervention and/or surgical intervention has occurred. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported from a study that the patient had an initial right total knee arthroplasty. Subsequently, about a year later, the patient developed tendonitis requiring additional surgery to the operative joint for it band release and symptoms are now reportedly resolving. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42540000032, all poly patella cemented 32 mm diameter, 66519615. 00111314001, palacos rg 1x40 single, 68911257. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.